Manufacturer narrative:
Control lot: 25miu/ml hcg urine control lot: hcg090617-01; 100miu/ml hcg urine control lot: hcg090521-01; 257.8iu/ml hcg urine lot: hcg090526-02. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 257.8iu/ml hcg urine control yielded clearly positive results at 3 minute read time. Verified the product number, product description, lot number and batch record. No abnormal results were found. No corrective action required at this time as no product discrepancy was established.

Event description:
Caller reported a false negative hcg result for customer. A (B) (6) female tested twice using a home pregnancy test and obtained a positive result and tested negative at the customer's facility. When patient went for blood test, she obtained a positive result but no hcg values were provided. No medications were taken and the date of the patient's last menstrual period was (B) (6) 2009.